Event description:
During the procedure, the physician found the valve was blocked. Then changed another valve to complete the procedure, no impact to patient. No delay greater than 30 minutes. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. . A small amount of biological debris was flushed out of the ventricular catheter. The problem reported by the customer could not be duplicated in the laboratory setting. The small amount of biological debris that was flushed out of the ventricular catheter did not seem to impair the flow. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.